Manufacturer narrative:
Section e1 - address 1: (B)(6). This report is being filed on an international product, architect ca 19-9xr, list number 02k91-32, that has a similar product distributed in the us, list number 02k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise architect ca 19-9xr results generated on the architect i1000sr processing module for one patient. It is unknown if the patient has pancreatic cancer. The following data was provided: initial result = > 1,200 u/ml. Auto-dilution result = 757.48 u/ml. Repeat auto-dilution = 1441.30 u/ml. Previous result (B)(6) 2023 = 37 u/ml. Other result provided: cea = 29 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed imprecise architect ca 19-9xr results generated on the architect i1000sr processing module for one patient. It is unknown if the patient has pancreatic cancer. The following data was provided: initial result = > (B)(4) u/ml. Auto-dilution result = (B)(4) u/ml. Repeat auto-dilution = (B)(4) u/ml. Previous result (B)(6) 2023 = (B)(4) u/ml. Other result provided: cea = (B)(4) ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect ca19-9xr reagents in the field was reviewed using data gathered from customers worldwide. This evaluation indicated that the patient median result for lot 52554fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ca19-9xr reagent lot 52554fp00 was identified.